Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient activator is sometimes working and other times not. The green light comes on and the next day it does not. A new activator is being mailed to the patient. No patient complications have been reported as a result of this event.